Event description:
It was reported an issue with novosyn suture. The client reported: the needle appears dull and can only be inserted through the eyelid skin with force; it does not glide as it normally does. The needle detaches from the suture at the reinforced connection. Happened to 5 patients.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch. Five complaints were received at the same time from the same end customer for the same issue. We manufactured and distributed (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received three closed samples. To evaluate the conformity of the closed units, we performed the following tests: one unit was used to test the needle attachment strength: needle attachment strength result conducted on the sample received is 0.186 kgf and fulfil the requirements of the european pharmacopoeia (ep): 0.082 kgf in average and 0.041 kgf in minimum. Two closed units were tested for the needle tip: on the 2 samples sent back, the pictures of the tip do not look damaged or degraded. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.